Event description:
It was reported that an ilet user experienced persistent high blood glucose with dexcom g7 readings in the 350¿380 mg/dl range while contemporaneous fingersticks were 430¿450 mg/dl, and dosing reportedly stopped for a prolonged period during hyperglycemia when the system was running low on insulin and without a connected cgm, generating multiple dosing stop alerts; the user also entered meal announcements to correct high glucose and intermittently disconnected to use backup therapy, later completing a supply change and entering fingerstick values as prompted. Symptoms included hyperglycemia and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included review of uploaded reports and engineering logs. Investigation of this case revealed dosing interruptions associated with low insulin volume and loss of cgm connectivity that led to dosing stops, with no recognition of an occlusion alert and user behavior that included meal entries intended for correction during hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.